Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and high out of range shocking impedance measurements of greater than 200 ohms. Technical services (ts) was consulted to review the data to help determine root cause as a lead fracture is suspected. Ts reviewed and discussed the data may indicate a lead fracture; however, they were unable to definitively determine root cause. Ts noted that the out-of-range impedance measurements occurred on one day and there was oversensing of noise leading to inappropriately stored ventricular tachycardia (vt) episodes. Ts discussed that there were not faults or codes stored in the implantable cardioverter defibrillator (ICD). Ts inquired regarding the troubleshooting that occurred and discussed other troubleshooting options. The field representative indicated that therapy was programmed off on the ICD. It was noted that the physician did all the troubleshooting without a field representative present, and they would inform the physician regarding the information from ts. A revision procedure would be scheduled. To date, the rv lead remains in service and no adverse effects were reported. Additional information was received that a revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms and high out of range shocking impedance measurements of greater than 200 ohms. Technical services (ts) was consulted to review the data to help determine root cause as a lead fracture is suspected. Ts reviewed and discussed the data may indicate a lead fracture; however, they were unable to definitively determine root cause. Ts noted that the out-of-range impedance measurements occurred on one day and there was oversensing of noise leading to inappropriately stored ventricular tachycardia (vt) episodes. Ts discussed that there were not faults or codes stored in the implantable cardioverter defibrillator (ICD). Ts inquired regarding the troubleshooting that occurred and discussed other troubleshooting options. The field representative indicated that therapy was programmed off on the ICD. It was noted that the physician did all the troubleshooting without a field representative present, and they would inform the physician regarding the information from ts. A revision procedure would be scheduled. To date, the rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.